Event description:
It was reported that the right ventricular (rv) lead showed noise on the electrogram (egm). Myopotential testing could not reproduce the noise. The implantable cardioverter defibrillator (ICD) is at elective replacement indicator (eri), but remains in service. No adverse patient effects were reported. Additional information was received indicating the noise on the rv lead was accompanied by oversensing. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.